Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 our firm received an e-mail from a patient (pt) who reported that he/she purchased a 24 pack of acuvue oasys lenses and "got an eye infection in my eyes." The pt also reported that "it is creating scar tissue on my eyes and am going blind, especially in the os." The pt reports that he/she loves the lenses. The pt reported that he/she "has to keep throwing away the lenses because "I get an infection." The pt reported that he/she has tried lenses in "all 3 boxes and I get an infection every time." The pt reported that he/she would like to have the lenses tested. The pt reported that "I can already tell I'm even more blind in my eye this morning just waking up!!!" A call was placed to the pts eye care professional (ecp) and advised of the issue the pt reported. A representative at the ecp's office advised that the pts last date of service was in 2013. On (B)(6) 2015 a call was placed to the pt and the additional medical information was obtained as follows: the pt reported ou redness, discomfort, foreign body sensation and dry crusty discharge in the mornings after wearing the lenses two to three days. The pt reported that he/she went to a hospital emergency room (date of event is unknown) and was diagnosed with conjunctivitis. The pt reported that it was "worse in os." The pt also reported that he/she was prescribed tobramycin drops 1 drop every two hours for the first day, then four times a day for 14 days. The pt reported that he/she went to an ecp "in another town) and can't recall the ecp's contact information and that he/she will "attempt to get medical records." The pt also reported that her family member purchased the lenses for the pt. The pt advised that the suspect product was discarded and lot number is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.